Event description:
It was reported the pt is not receiving adequate stimulation. A sjm rep was unable to resolve the issue with reprogramming. The physician plans on having x-rays taken to determine the next course of action. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the scs lead was unplugged (remains implanted) from the scs ipg and a new lead was implanted.